Manufacturer narrative:
Plant investigation: this is a report of a leak that occurred during peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced a fluid leak during peritoneal dialysis therapy. The leak was further specified as the patient was in dwell three of four of peritoneal dialysis therapy when they noticed that their connector had come apart and was leaking fluid. The specific connection indicated by the patient was not specified and further follow up attempts were unsuccessful in obtaining additional information. Upon contacting the patient¿s peritoneal dialysis registered nurse (pdrn), it was indicated that the cause of the leak was due to user error. The pdrn was unable to provide specific information regarding the user error. After discovering the leak, the patient ended treatment on the cycler. The patient planned to complete treatment using manual supplies. There has been no report of patient injury or additional complications resulting from the leak. Additional information was requested but was unavailable.